Manufacturer narrative:
The investigation found the root cause was the poor quality of the samples.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results over a period of time for multiple assays from several of the analytic modules of the cobas 8000 core unit. Information concerning which samples were tested on which module was not provided. Refer to the attachment to the medwatch for all patient data. The units of measure were not provided. The erroneous results were reported outside the laboratory. The medical personnel were informed of the corrected results. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. A preanalytic issue was suspected. The involved analytic modules include: cobas 8000 c 702 module serial number (B)(4), cobas 8000 c 502 module 502 serial number (B)(4), cobas 8000 e 801 module serial number (B)(4).

Manufacturer narrative:
The field service representative replaced all the probes; the customer agreed to monitor the preanalytics at the site.